Event description:
Subsequent to the previously filed report, additional information was received that hematoma was from bleeding from the right coronary artery anastomosis. The patient had also presented with dyspnea starting on (B)(6) 2024. The cause of the bleeding from the right coronary artery anastomosis is unknown. The patient was transfused with a total of 4 units of plasma. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report. No additional information was provided.

Manufacturer narrative:
An event of an event of chest pain and hematoma was reported. It was indicated that the graft was successfully implanted. It was also indicated that the cause of bleeding from the right coronary artery anastomosis is unknown. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Patient had history of dyspnea which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information:crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm masters series heart valsalva aortic valved graft was successfully implanted in a patient. On 01 august 2024, it was noted that the patient reported chest pain. The patient was admitted to the closest hospital. A computed tomography angiogram was performed and revealed a hematoma circling around the valved graft. On (B)(6) 2024, the decision was made for the patient to undergo surgical intervention. It was noted during the intervention, that there was active bleeding within the right coronary artery. The bleeding site was secured by a suture with no further bleeding confirmed. The patient was also transfused with plasma.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.